Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: material no.: 2420-0500 batch no.: 20053004. It was reported the tubing came apart. I also received another report of the tubing coming apart as the rn was getting ready to spike the IV bag. No ears report for this one. It should be the same lot number because the entire front bin in our supply room has the same lot number. I can send you pictures of the broken spots on the tubing if that would help.

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing separated. The following information was provided by the initial reporter: material no.: 2420-0500 batch no.: 20053004 it was reported the tubing came apart. I also received another report of the tubing coming apart as the rn was getting ready to spike the IV bag. No ears report for this one. It should be the same lot number because the entire front bin in our supply room has the same lot number. I can send you pictures of the broken spots on the tubing if that would help.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of disconnected tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 20053004 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.